Manufacturer narrative:
B3: Approximated based on the date the manufacturer became aware of the event.Additional suspect medical device components involved in the event: Model Number/Catalog Number: SC-2218-50 Serial Number: (b)(6) Batch/Lot Number: 7167685 Model/Catalog Description: LINEAR ST LEAD KIT 50 CM Unique Identifier (UDI) # ((b)(4). Model Number/Catalog Number: SC-2218-50 Serial Number: (b)(6) Batch/Lot Number: 7168108 Model/Catalog Description: LINEAR ST LEAD KIT 50 CM Unique Identifier (UDI) # (b)(4).

Event description:
It was reported that this Spinal Cord Stimulation (SCS) system was replaced because the patient experienced multiple falls, resulting in lead migration and subsequent loss of therapy coverage. The devices were retained by the facility and will not be returned for analysis. Postoperatively, patient was reported to be doing well.